Event description:
It was reported that prior to an ablation procedure, the implantable cardiac monitor (icm) detection settings were turned off via diagnostic mobile programmer application. After the procedure, an attempt was made to interrogate the icm but a reading could not be performed. The next day, when trying to read the data using lmm on the same ipad, it could normally read the linq2 implanted in the patient and change the settings. In addition, the lmm on a second ipad in the hospital was also able to successfully read the linq2 implanted in the same patient. The icm remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.